Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that during the aneurysm procedure used a guide catheter and guidewire to bring the microcatheter to the target site. Physician deployed the stent in the target site and started filling the coils in the aneurysm when delivering the subject coil to the treatment site, the proximal section of the delivery wire was fractured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the aneurysm procedure used a guide catheter and guidewire to bring the microcatheter to the target site. Physician deployed the stent in the target site and started filling the coils in the aneurysm when delivering the subject coil to the treatment site, the proximal section of the delivery wire was fractured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the delivery wire was seen to be broken just before the proximal contact junction. The main coil and introducer sheath were both intact. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu. Also, additional information indicated that continuous flush was set up and maintained throughout the clinical procedure. During the analysis, the delivery wire was seen to be broken just before the proximal contact junction. Therefore the as reported and analyzed event of the coil delivery wire broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.